Event description:
In patient planning, the collimator default is a 90 degree wedge. When setting a field size that is 23wx18l, the field is small enough to take a 45 degree wedge. When they plan the field, everything is fine. When the customer exits and enters back into the plan, the field size has changed to 20wx181 and the gantry angle has also changed.